Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Memory review noted no suspicious faults or resets. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that the health care professional (hcp) requested assistance to boston scientific technical services (ts) regarding on the mv/xl feature optimization for this pacemaker patient. The hcp stated that when the patient walks or do cardiac rehab, this feature stops for some reason and when starting up again the rate drops straight to the lower rate limit (lrl). This causes the patient to be dizzy and symptomatic. Ts had discussed to make sure that cell phone is not near the device as well as breathing recommendations to avoid this. The patient was seen in the office where programming was optimized. According to medical records, this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.